Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers had failed due to the faulty slide brackets. A field service engineer shut down the medstation and loosened the slide brackets and worked in drawers with the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system's drawers were not fully extending when opened, limiting access to back cubies. The customer stated that this malfunction occurred while issuing medication to the patient and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.